Manufacturer narrative:
The t:slim pump user guide cautions that insulin should be at room temperature before filling a cartridge. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the pump did not allow to past the fill tubing step and received multiple, minimum fill notifications during the load process. Reportedly, the cartridge was filled with 160 units of cold insulin. The customer's blood glucose level was 111 mg/dl. During a follow up several hours later, the customer completed the load process successfully and resumed insulin delivery.